Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the ventricular malposition was caused by moderate to severe calcified native leaflets pushing the valve during deployment. In addition, both the image intensifier angle and the coaxial alignment of the delivery system were reported as fair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
During a transapical tavr procedure, the 26mm sapien xt valve was deployed too low and landed in the lvot resulting in severe paravalvular leak (pvl) necessitating placement of a second valve in a higher position. The patient was stable through the procedure. As reported, a balloon valvuloplasty (bav) was not performed. The valve was positioned 50:50 across the annulus but landed in the lvot. The second valve was deployed and landed 50:50 across the native aortic annulus. The first valve did not move and was secure in the lvot. The native valve annular diameter measured an area of 480mm2 by CT. The native annulus was mildly calcified, the native leaflets were moderate to severely calcified and the aortic root was moderately calcified. Both the image intensifier angle and the coaxial alignment of the delivery system were reported as fair. During deployment, pacing capture was not lost and ventilation was held. As per discussion, the native leaflets were calcified and barely moving (very hard to move). During positioning of the valve the calcified leaflets may have pushed the valve causing it to land in the lvot.